Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure, the device handle was squeezed, the clip only fed half way into jaws, and jaws of device scissored or buckled on second firing of clip to deliver a scissored clip (ends of clip overlapping) . The malformed clip was removed and this same device was used to complete case without incident. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaw. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch/lot record review was performed and the batch met all final acceptance criteria.